Event description:
A malfunction code was reported by the customer, identified as malf 16, with a specific fault ID available. It is unknown if the issue caused the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer. Technical support provided instructions on resetting the pump, but the malfunction code recurred. The customer was assisted in putting the pump into storage mode and informed about using a backup therapy to ensure insulin delivery. Technical support decided to replace the pump and confirmed the shipping address, instructing the customer to return the malfunctioning pump using a pre-paid label within 10 days.